Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered inappropriate shocks in more than one episode. Review of the stored episodes noted low amplitude signals with oversensing. Additionally, the s-ECG was observed to be flat and the device was not sensing r-waves appropriately. Tachycardia therapy was programmed off. The patient then underwent open heart surgery that was noted to be unrelated to the inappropriate shock therapy. The electrode was explanted during the procedure. Tachycardia therapy remains off in this device. The patient was noted to never have received appropriate therapy, so the plan is to remove the device permanently on an unknown future date. No additional adverse patient effects were reported. This device remains in service.